Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned partially cycled with a clip partially formed within the jaws; the clip was removed and the cycle was completed. The next fed clip was removed in order to measure jaws width and they were found to be in good condition. A bag with three malformed clips was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, retained and formed nine clips with gap. Finally, the instrument locked out as intended. No conclusion could be reached as to what may have caused the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were unformed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).